Event description:
12/14/2025 20:14:31 dop114-980doc customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states.